Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed error 45636 code. The cause of the reported issue was a faulty motor. The faulty motor was replaced. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that a cadd-solis vip pump kit alarmed with error 45636 and was reported to drain the battery quickly. There was no reported patient involvement or patient harm.